Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was found that use before date was before implant date. No symptoms or further complications were reported.

Manufacturer narrative:
Implant date: (B)(6) 2015, which was before the device use before date and is no longer reportable due to the correction. If information is provided in the future, a supplemental report will be issued.